Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called back to report that the display was black. The customer's blood glucose reading was 7.5 mmol/l. No further details were provided.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive motor anomaly noted. The motor was tested outside of the device and passed. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display noted. The battery tube connector was plugged in properly to the printed circuit board during our visual inspection. However, power loss alarm and power error 25 was confirmed in the long trace; the power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis has confirmed the pump alarmed power loss and then pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the printed board assembly, the insulin pump was monitored and functioned properly. The insulin pump had scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.